Event description:
It was reported that during a shoulder arthroscopy procedure the tip of the unit wand fell off. It was further reported that the doctor was not happy and did not attempt to retrieve the broken part out of the patient.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record of this lot could not be performed since the lot number was not provided. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component, assembly process and/or misuse. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The part number is unknown at this time, however should it become available, it will be provided in a future report.additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure the tip of the unit wand fell off. It was further reported that the doctor was not happy and did not attempt to retrieve the broken part out of the patient.